Event description:
It was reported to boston scientific corporation on june 16, 2008, that a corflo cubby low profile gastrostomy enteral feeding device was placed in 2008. According to the complainant, the balloon was found to be deflated "about 3 weeks after placement" (2008). No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. Although the complainant had indicated that the suspect device was being returned, it has not been received. A device eval has not been performed; the cause of the reported malfunction is undetermined.